Event description:
It was reported that; our sales rep reported: "during the step of putting the screw on the cage implanted, the terminal part of the screwdriver broke. The tip of it was stuck in the screw. The doctor removed it by unscrewing the screw implanted with a forceps. The tip is still stuck inside the screw, but the screw has been removed and it will be returned. The doctor has implanted a new screw with a screwdriver replacement. The implant is correctly positioned and locked. There were no consequences for the patient. Time used for removal 45 minutes, the removal was not easy".

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. It was confirmed that the tip had fractured off of the driver. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Based on the information provided, the root cause of the reported event is multifactorial.

Event description:
It was reported that; our sales rep reported: "during the step of putting the screw on the cage implanted, the terminal part of the screwdriver broke. The tip of it was stuck in the screw. The doctor removed it by unscrewing the screw implanted with a forceps. The tip is still stuck inside the screw, but the screw has been removed and it will be returned. The doctor has implanted a new screw with a screwdriver replacement. The implant is correctly positioned and locked. There were no consequences for the patient. Time used for removal 45 minutes, the removal was not easy".